Manufacturer narrative:
Submit date: 12/13/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. Customer reports: leaking of enteral nutrition is occurring as a result of the tubing detaching at the proximal end.